Event description:
Tip of the microwave antenna was noted to be retained within the treated right renal parenchyma. This unlikely to have any clinical significance. Patient informed of the retained object after the procedure. Plan for follow-up contrast-enhanced imaging in 3 months.